Event description:
It was reported that the iab was inserted uneventfully, but immediately after insertion, helium loss alarms occurred. The pump was exchanged, but the alarms continued. Therefore, the iab was removed. A replacement was not required since the pt's condition was stable. There were no associated pt complications.